Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, when advancing, the tip went straight over the top of the lens and the lens did not advanced out of the chamber. The surgery was completed using the back up lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).